Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that the initial surgery was on (B)(6) 2016. (B)(6): the patient visited to the hospital due to pain but problem was not found. After that, the patient revisited to the hospital due to having persistent pain. And the surgeon found damage of the proximal screw hole with x-ray. Patient uses steroids.

Manufacturer narrative:
Evaluation revealed the broken t2 recon nail to be the primary product. The other devices reported are considered associated products. Failures in material or manufacturing were not found. Review of the DHR for the reported nail revealed no discrepancies; the device was documented faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail received. The received nail is completely broken in the webs of the distal of the proximal through holes for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture. However, significant drill marks are found at the lateral entrance of the distal of the proximal through holes for the lag screw at the anterior web; they progress through the entire bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture by a notching effect at the lateral edge of the anterior web. Friction marks at the medial / distal and the lateral / proximal edge of the (particularly the inferior) lag screw thru hole of the nail indicates high tension forces caused by high axial load - transmitted by the lag screw(). Corresponding marks are found at the lateral surfaces of the lag screw. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The x-ray images provided were forwarded to a consulting hcp for review. His comments: ¿correct positioning of the hardware; no objection from the technical point of view. There is no significant callus formation which clearly indicates a nonunion after a period of 5.5 months. Most likely the nail broke in a fatigue manner due to massive overload.¿ the fatigue fracture due to prolonged overload after an implant residence time of 5.5 months was most likely initiated by intra operative damage caused by a deviated step drill (notching effect) according to the damage pattern. Based on the above the breakage of the nail is not linked to a deficiency of the device, but is rather considered patient related (nonunion), contributed by the intra operative damage by a deviated step drill, which had led to a significant weakening of the nail in the area of the distal of the proximal lag screw thru holes. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
It was reported that the initial surgery was on (B)(6) 2016. On (B)(6): the patient visited to the hospital due to pain but problem was not found. After that, the patient revisited to the hospital due to having persistent pain. And the surgeon found damage of the proximal screw hole with x-ray. Patient uses steroids.